Manufacturer narrative:
Date initial report sent: 05/07/2009.

Event description:
Procedure type: lap chole. According to the reporter: checked prior to use on patient, half of the seal broke. Not used. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.